Manufacturer narrative:
The complainant stated the employee sought no medical attention and was able to control the asthma attack with an albuterol inhaler that had been prescribed by her physician prior to the occurrence of this incident. It was confirmed that the employee is now doing fine and has experienced no further symptoms since discontinuing the use of the product. The product was returned and evaluated. Test results indicate that the product met all specifications. A review of the manufacturing records indicated that there were no deviations in the manufacturing process. These investigation results indicate that this incident was not the result of a product failure. (B)(4)

Event description:
On (B)(6), 2011, a complainant alleged that a dental office employee experienced an asthma attack when using cavicide formulated with spring fresh fragrance to clean work surfaces, requiring the use of an albuterol inhaler for treatment.